Event description:
Add'l info received from MFR 12/06/02: response letter (dated july 19, 2002) indicated root cause analysis was in process and that results will be provided when the evaluation is complete. That analysis is complete and the investigation revealed that the batteries supplied by wilson greatbatch might undergo a build-up of film on the anode, which increases battery resistance midway through the life of the battery and results in an increase in charge times. A subset of gem dr device was subject to field notification for this reason and a letter was sent out on november 4, 2002.

Event description:
Prolonged charge time of 21.7 seconds.

Event description:
Add'l info rec'd from MFR 07/24/2002: ref: your letter dated 23 mat 2002, report 1600830000-2002-0005. 1. The model number of the device 7271. 2. The serial number of the device is pim400744r. 3. The device was explanted and replaced due to an extended charge time. No add'l info on the incident was provided. 4. The returned device was evaluated to determine operational status. All parameters were found to be within specifications with the exception of a longer than normal high voltage output capacitor formed charge time of 18.99 seconds. Battery voltage was found to be within normal operating parameters. Because of the small difference between the reported unformed charge time of 21.7 seconds and the formed charged time of 18.99 seconds it was determined that the high voltage output capacitors were performing as expected. Based on the small differential between the formed and unformed charge times along with the normal battery voltage measurement it was further determined that the extended charge time was consistent with higher than normal batery impedance. The failure mode was determined to be the development of irreversible internal battery impedance resulting in the reduced ability of the cell to procedure the required current. Evaluation of the cell to determine root cause of the impedance increase is in process. Reuslts will be provided when the evaluation is completed. The long charge time was attributable to the increase in internal battery impedance. 5. Based on the reported long charge time and MFR's evaluation, it would appear the reported clinical event is consistent with it's evaluation of the device as described. 6. The device replacement occurred on 1 march 2002. 7. MFR became aware of the event on 1 march 2002. 8. The device was returned to MFR's facility for evaluation and is presently undergoing add'l testing.